Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(6) patient identifiers for the following systems: (B)(6) - inform system 1 (B)(6) - inform system 2.

Event description:
Caller states that the following readings were obtained on a patient, using two inform meters, within 14 minutes: 347 mg/dl (inform system 1), 93 mg/dl (inform system 2), and 45 mg/dl (inform system 1). Caller is unsure if the strips were from the same vial, or multiple vials; however, the strip lot was the same. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.